Event description:
End-user reports red, irritated skin beneath tape border. In addition, it is stated that the irritation began while using a hollister product. End-user has since changed to cvt product, but the irritation did not go away. Product has been in use for 7 weeks.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 3" (may result in temporary injury, requiring medical intervention; possible temporary impairment or damage.) It is reported that calamine lotion and duoderm were used to treat affected site. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A returned sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.